Event description:
Physician reported that they have had 4 and possibly a 5th patient treated with zoll circulation cooling catheters result in dvt (deep vein thrombosis) in (B)(6). Three of these were ICU patients, of this one with traumatic brain injury and one was a post cardiac arrest patient. Additional information was received where it was indicated that a (B)(6) male was admitted with multiple trauma after an "mvc". Injuries sustained by the patient included severe traumatic brain injury (tbi) right rib fractures, pulmonary contusion, right adrenal hemorrhage, minor liver and splenic lacerations (non-operative). No lower extremity or pelvic fractures or trauma were observed. Normothermia was induced for treatment as patient had a fever with severe tbi. Sequences of events are as follows: on (B)(6) 2012 an icy catheter was placed into the left femoral vein to induct normothermia. On (B)(6) 2012, a cool line catheter was placed into the right femoral vein. The icy catheter in the left femoral was removed as it had been placed for more than 72 hours and patient experienced recurrent fever. On (B)(6) 2012 an ultrasound was performed which exhibited a non-occlusive thrombus extending from the right external iliac vein to the level of the infra-hepatic ivc. The inferior vena cavagram illustrated that there was a small filling defect in the left common iliac vein. Patient ivc (inferior vena cava) had normal inflow from renal veins. Infra-renal ivc filter inserted via internal jugular approach. The cool line catheter was removed from the right femoral vein. On (B)(6) 2012 another ultrasound was performed of the legs and results were negative for dvt (deep vein thrombosis). On (B)(6), CT scan with IV contrast was conducted and results were also negative for pulmonary embolus or dvt in both legs. On (B)(6)n 2012 an ultrasound of both legs was performed and ivc (inferior vena cavagram) results were negative for dvt (deep vein thrombosis). On (B)(6), the inferior vena cava (ivc) filter was removed and inferior vena cavagram was negative. Additional information was received from zoll clinical specialist and reportedly the catheter and ivtm system was appropriately utilized in this case and there was no misuse of the product.

Manufacturer narrative:
The catheter will not be returned to zoll medical corporation for analysis therefore a supplemental report will not be submitted. Product labeling "instructions for use" states that: "possible complications with central venous catheters include: atrial or ventricular perforation, cardiac tamponade, air embolism, catheter embolism, thoracic duct laceration, bacteremia, septicemia, thrombosis, inadvertent arterial puncture, hematoma formation, hemorrhage, nerve damage and dysrhythmias". Note: first patient is reported under MFR# 3003793491-2013-00644. Second patient is reported under MFR# 3003793491-2013-00645. Third patient is reported under MFR# 3003793491-2013-00646. Fourth and fifth patient are reported under MFR# 3003793491-2013-00647.